Event description:
It was reported that the patient has expired after an implant duration of approximately 0.8 months, due to unknown reasons. It is unknown if the death was device related. No further details were provided.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.

Manufacturer narrative:
In 2009 (through follow-up with the health-care provider), a response was received, however, the cause of death was not provided. However, it was learned that the event was not device related. The device has been disassociated from the event by the healthcare provider; therefore, it has been determined that this is no longer a reportable event.